Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed as the receiver charged only to 0% after running the test. A receiver boot test was performed and passed/failed. Functional tests were performed and passed relevant testing except for serial number verification. An internal visual inspection was performed and passed/failed. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.